Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-jun-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump. It was reported that at a refill appointment on (B)(6) 2025, the expected resivor volume of 7 ml but the actual aspirated volume was 27 ml. The patient did not note any increased pain but did complain of increased blood pressure and anxiety. The healthcare provider continued to monitor until next refill but on (B)(6) 2025 the patient had complaints of nausea and increased blood pressure but no increased pain. On (B)(6) 2025 the expected volume was 3.4 ml but 37.4 ml was aspirated. The patient continued to complain of increased anxiety and blood pressure as well as increase in symptoms related to restless leg syndrome. A catheter access port (cap) contrast study was performed and the catheter was unable to be aspirated despite excellent visualization and feel.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the device was reduced to a lower daily infusion rate and the patient was treated with increased oral medication pending imaging.